Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing was torn exposing the nitinol frame of the paddle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported removal difficulty and paddle damage is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis which revealed torn tubing material on the catheter paddle.